Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx lead, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7081219. Brand name: infinion cx lead, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079887.

Event description:
It was reported that the patient experienced an overall unwell feeling. The physician suspected there was an infection near the implantable pulse generator site (ipg). The patient underwent a system explant procedure and was administered antibiotics. The patient was recovering postoperatively. It was noted that the potential cause of the infection may have been due to the patient not following the postoperative discharge guidelines. The explanted devices will not be returned as they were disposed of by the medical facility.